Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on using battery and ac power, and when switching from ac to dc. All alarm conditions were found to be functioning as designed, the device was able to obtain readings and could visually and audibly alarm during alarm conditions. The battery was found to only be able to hold a charge for 30 minutes, however was able to produce a low battery alarm before shutting down. Upon visual inspection inside the device secondary findings included the capacitor c200 was missing from the system circuit board, the resistor r69 was missing from the ui circuit board, and the led d8 had a higher resistance across than other adjacent led's as a result this caused the d8 led to not light up during power ups. The customer complaint regarding the battery failure was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to the this reported event.

Event description:
The customer reported the device will stop reading for hours, battery will not last more than 30 minutes. No patient impact or consequences were reported.